Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 : mechanical (g04) - drill visual examination of the provided picture identified that the drill is fractured at the shaft of the instrument. As the device was not returned, further evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: canada. The product is in process of being returned to zimmer biomet for evaluation. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted. H3 other text : see h10 narrative.

Event description:
It was reported that during an initial total knee arthroplasty, a bone drill fractured. The fractured piece was removed from the patient and there was no impact as a result of the malfunction. The surgery was completed without further incident. It was reported that no further information is available.